Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a motor error when reservoir gets low. Customer stated that the motor was gotten louder while priming and rewinding. Customer stated that the chip in the corner of the screen. Customer stated that the hairline was cracked from the top of the reservoir compartment to side of the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.